Event description:
The technician stated he could watch the head section slowly drifting down with a patient in the bed. The bed was taken out of service and the head was not drifting down any more. When he placed weight on the bed, he could see the head section drifting down again.

Manufacturer narrative:
The technician isolated the issue to a degenerated head of the CPR valve stem. He replaced the valve to repair the bed.